Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage/air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tube breakage/air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e had cracked walls and had air bubbles in the tube. This event occurred 336 times. The following information was provided by the initial reporter. The customer stated: defects: cracks in the wall of the blood collection tube and air bubbles in the tube quantity: 335 tubes with air bubbles; 1 tube wall cracked. Effects: no effect on patients and users.